Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose level was between 100 and 200 mg/dl. Customer either changed only the needle and was able to fill the cartridge successfully, or customer had to fill a new syringe with insulin and loaded cartridge successfully. Customer also reported a few of the issues resolved on their own, where customer did not have to change any supplies and filled the cartridge successfully.